Event description:
Account complaint that the head of bed will not stay up; it keeps drifting down.

Manufacturer narrative:
Tech found a broken head brake spring. He replaced the brake spring to resolve the issue.